Manufacturer narrative:
(B)(4). All logs and telemetry strips were reviewed and no low battery reset, eri, or safe state events were found to have occurred in the field. However, a low battery reset occurred in the analysis lab during decontamination procedure. No flow testing was done due to reset. The battery resistance waveform test showed a high resistance of 1382 ohms. The primary analysis finding was s2 battery resistance high. Baclofen was found in the pump reservoir.

Event description:
The pump was removed due to battery depletion. The patient recovered without sequela after removal. A pump safe state and reset message displayed when the pump was programmed for maximum rate.